Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2013, duloxetine since 2013, paroxetine hydrochloride (paxil) from 2013 to 2015, pregabalin (lyrica) since 2013, ranitidine since 2013 and terazosin hydrochloride (hytracin) since 2013. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), emotional disorder ("emotional"), menopausal symptoms ("pre-menopausal"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced urinary incontinence ("urinary leakage") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems excessive placque;toothaches:sensitivity"), fibromyalgia ("fibromyalgia"), back pain ("back pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety, depression, emotional disorder, menopausal symptoms, urticaria, urinary incontinence, migraine, headache, tooth disorder, fibromyalgia, vaginal discharge, fatigue, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving and the weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fibromyalgia, genital haemorrhage, headache, menopausal symptoms, menorrhagia, migraine, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events emotional, pre-menopausal, vaginal bleeding, menorrhagia, hives, urinary leakage, migraines, headaches, dental problems excessive placque;toothaches:sensitivity, fibromyalgia, vaginal discharge, fatigue, weight gain, hair loss, back pain, hip pain, cramping and did you undergo an essure confirmation test? No added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2013, duloxetine since 2013, paroxetine hydrochloride (paxil) from 2013 to 2015, pregabalin (lyrica) since 2013, ranitidine since 2013 and terazosin hydrochloride (hytracin) since 2013. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), emotional disorder ("emotional"), menopausal symptoms ("pre-menopausal"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced urinary incontinence ("urinary leakage") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems excessive placque;toothaches:sensitivity"), fibromyalgia ("fibromyalgia"), back pain ("back pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and metrorrhagia ("bleed between periods"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety, depression, emotional disorder, menopausal symptoms, urticaria, urinary incontinence, migraine, headache, tooth disorder, fibromyalgia, vaginal discharge, fatigue, back pain, arthralgia and metrorrhagia outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving and the weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fibromyalgia, genital haemorrhage, headache, menopausal symptoms, menorrhagia, metrorrhagia, migraine, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. The following information was received from social media bleed between periods. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- bleed between periods. Reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included from 2013 to 2015, alprazolam (xanax) since 2013, duloxetine since 2013, pregabalin (lyrica) since 2013, ranitidine since 2013 and terazosin hydrochloride (hytracin) since 2013. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), emotional disorder ("emotional"), menopausal symptoms ("pre-menopausal"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2012, the patient experienced urinary incontinence ("urinary leakage") and alopecia ("hair loss"). In 2013, the patient experienced tooth disorder ("dental problems excessive placque;toothaches:sensitivity"), fibromyalgia ("fibromyalgia"), back pain ("back pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and metrorrhagia ("bleed between periods"). The patient was treated with surgery (B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety, depression, emotional disorder, menopausal symptoms, urticaria, urinary incontinence, migraine, headache, tooth disorder, fibromyalgia, vaginal discharge, fatigue, back pain, arthralgia and metrorrhagia outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving and the weight increased and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, fibromyalgia, genital haemorrhage, headache, menopausal symptoms, menorrhagia, metrorrhagia, migraine, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. The following information was received from social media bleed between periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy with essure removal in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.